Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, failed downstream occlusion test, which was not experienced during evaluation due to a reload set message at start up. Evaluation found the downstream sensor current readings were below specification and the downstream pressure plate gap to be out of specification as well. The device was re-calibrated.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test with 28 psi during preventative maintenance. It was also reported there was no patient involvement.